Event description:
It was reported by the customer that. Verbatim: rcc received a complaint via email. Email(s) attached. The report states, "leak between neele & syringe, medication inadvertently release prior to treatment." Product#: 3027085. Lot#: 200108018. Additional information; are you able to provide material number and batch / lot number reported? It seems that both material number 3027085 and lot number 200108018 is an invalid. Please share the correct bd material# and lot# number. See attached updated bd global product complaint incident report. 2. How was the patient outcome? Are there any clinical signs, health consequences or impact? No portion of the product was administered to the patient. 3. Any adverse event or serious injury reported to patient or health care professional? No. 4. Any physical sample or photo available for investigation of affected product? If yes, are you able to provide the address of the facility for us to ship the return label? Per the hcp, the product has been destroyed as per state and federal regulation. It was confirmed that there is a picture available and we are trying to obtain it.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
No additional information.

Manufacturer narrative:
One photo of a box carton (p/n - 309628) was received and evaluated. The photo shows one box carton of "izervay" with all applicable product information on the box. The reported defect is not visible in the photo received; therefore, acceptable per product specification. The reported defect was not identified in the photo received; therefore, corrective actions are not necessary. A physical sample is required for a more thorough evaluation and potential root cause determination. A device history record review was completed for provided lot number 3027085 showing no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.